Manufacturer narrative:
(B)(4). No product or photo was returned by the customer. The customer complaint of component damage with leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2432-0007, lot number 20075253 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the alaris pump module smartsite infusion set experienced leakage and defective/damaged tubing. The following information was provided by the initial reporter: the leak was found during am handoff when the nurses noted tpn leaking in the isolette, other than that I don¿t have new information. Fluids are changed in the afternoon.